Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding an issue with a catheter implant. It was reported that the newly opened catheter was sheared and unable to be used. It was noted that the device would be sent back for analysis.